Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process a 100% of the units go through an electrode and electrical inspection process. The IFU provides instructions to verify the electrical continuity in the "preparation" section. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to pace from the beginning of use after the catheter was inserted. The catheter was replaced, and the problem was solved. Information such as what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information requested but unavailable. The device was discarded by the hospital. There were no patient complications reported.